Manufacturer narrative:
Information suggests this device remains in-service. Investigation is completed to date. Should additional information become available, this event will be updated.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room due to receiving a shock. Technical services discussed device operation in relation to assessing the arrhythmia as this arrhythmia stared in the monitor only zone and progressed to the vt zone. Further troubleshooting was discussed. No adverse patient effects were reported.